Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the dental implant failed due to an infection, the doctor confirms that after the healing period, a new implant will be placed on the patient. The doctor confirms that the patient did not suffer any negative impact on his health as a consequence of the event.